Manufacturer narrative:
(B)(4). Batch # m56628. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot/batch.

Event description:
Staples malformed. During the vats lobectomy, after fired, found the staples malformed with irregular shape. Another device was used to complete the surgery. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4) batch # m56628. Investigation summary ==> the analysis results showed that one ecr60w reload was received partially fired 1/16. The returned reload was reset and loaded into a test device. The device was tested for functionality in the straight position and achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.